Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 1 and fault ID 0x2101. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to send a replacement pump with updated software to the customer, who was using mdi as a backup therapy.